Manufacturer narrative:
Pump pocket infection was previously reported on under MFR #2916596-2016-00824. Approximate age of device: 4 years, 6 months. Manufacturer¿s analysis conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had chronic pump pocket infection that was antibiotic-resistant due to intermittent non-compliance with antibiotics. The patient failed to thrive due to infection and subsequently expired on (B)(6) 2018. Autopsy was not performed, and the pump was not returned for evaluation. The heartmate ii lvas IFU lists death and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported on (B)(6) 2018 that the patient was expired on (B)(6)2018 due to a chronic pump pocket infection and antibiotic-resistance. No autopsy was performed. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had chronic pump pocket infection that was antibiotic-resistant due to intermittent non-compliance with antibiotics. The patient failed to thrive due to infection and subsequently expired on (B)(6) 2018. Autopsy was not performed, and the pump was not returned for evaluation. The heartmate ii lvas instructions for use lists infection as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications or quality assurance specifications. The manufacturer is closing the file on this event.